Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonoileoscopies' auxilliary water flow had a leak. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial MDR was inadvertently submitted as a reportable malfunction. This supplemental report is to inform that there was no reportable malfunction related to the subject device captured in this complaint. Per the legal manufacture, this issue of the subject device's water flow leak is not likely to cause or contribute to death or serious injury if the malfunction were to recur.